Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery problems on the insulin pump. The customer stated they had been getting the alarm over the weekend. The customer's blood glucose level was 394 mg/dl. The customer had redone the infusion and reservoir set. They did a rewind. Troubleshooting was performed. The customer performed 5 units of fixed prime. The customer stated that insulin did not exit. The customer stated when they removed the infusion set from the reservoir and placed it back on, insulin went through. Insulin exited with the manual prime. The customer was explained that the alarm was caused by an infusion and reservoir occlusion. The product will not be returned for analysis.